Manufacturer narrative:
During evaluation of the treatment tip, product support found and confirmed customer account of damage to the tip membrane. Solta medical has confirmed a low incidence (less than (B)(4) of the total estimated number of treatments) of first- and second-degree patient burns associated with tears/cuts of the membrane of the treatment tip which contacts the patient during the thermage cpt procedure. Breakdown of the membrane can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area leading to potential patient burns. Both the thermage user manual (p009240-04 rev. A) and technical bulletin tb-19 instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 (fifty) pulses thereafter. A review of the manufacturing records showed all requirements were met. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action was deemed necessary. It was reported no patient injury occurred. It is unknown how and when damage to the tip membrane occurred. The investigation is complete.

Manufacturer narrative:
Visual inspection of the treatment tip confirmed that the membrane had been broken. As reported, when received the tip had been used for 1198 treatments. The tip passed flow and thermistor testing. The tip failed visual testing. No functional or leak testing was performed due to dents and dielectric breakdown being observed. Additional investigation results are pending.

Event description:
A user facility in taiwan reported having found a tiny hole on the thermage tip's membrane during treatment, or after 1198 reps. The doctor switched out the tip to complete the treatment. It was reported that there was no patient injury.